Event description:
During manufacturer product analysis for a vns generator explanted due to end of service, it was identified the supply current 1ma parameter was over the limit. Analysis determined that the root cause was a leaky c6, a component in the dc-dc converter circuit (c6 is 22microfarad, tantalum, 20v, taz, ±10% capacitor). The copper trace was cut at one end of the c6 component in order to evaluate the c6 leakage current. Externally configured with a 10 k-ohm series resistor with 3.0v applied 5-minute maximum power-on time, the leakage current was 840 nanoamps (specification limit is 1000nanoamps at 20v). Externally configured with a 10 k-ohm series resistor with 6.0v applied 5-minute maximum power-on time; the measured leakage current was 3870nanoamps, which is out of specification. C6 was externally bridged with a known good bench component for the purpose of module level testing. After c6 was replaced, the generator module performed according to the functional specifications.

Manufacturer narrative:
(B)(4).